Event description:
It was reported that the tubing of a continu-flo primary set was melted. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 02/24/2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing of the set had been sealed. The cause of the condition was determined to be that the set was sealed by the packaging machine during manufacturing. To correct this condition, sensors were installed on the machine and awareness training was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.